Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the display would blink on and off when the rotations pe minute were increased. The user reported this issue was intermittent in nature. As a result, an alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.